Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with pre-operative diagnosis of failed back syndrome, multi-operated lumbar spine and underwent following procedures 1) revision laminotomy, laminectomy, l4-5 left. 2) revision posterolateral transverse process and facet fusion with rhmbp-2, auto graft, platelet-rich plasma matrix, l2 to l5. 3) exploration of fusion l4 to s1. 4) removal of previous synthes pedicle screw and rod fixation, l4-5. 5) spinal system l2 to l5 revision pedicle screw and rod fixation. 6) posterolateral transverse process and facet fusion with rhbmp-2, auto graft, platelet-rich plasma matrix, l2 to l5. 7) scar revision, 10 cm. 8) somatosensory evoked direct pedicle screw stimulation technique. Indication: patient reported that her lumbar spine was operated up to 6 to 7 times. She had probable pseudoarthrosis through posterior lumbar inter-body fusion for transforaminal lumbar inter-body fusion technique at l4-5 with left sided entry of the cage. She had developed some recurrence of her leg pain. Findings: a fracture of the screw in the left l5 was identified. The distal tip was embedded deep in the vertebral body. There was s ignificant epidural fibrosis at the l4-5 level secondary to the transforaminal lumbar interbody fusion, posterior lumbar interbody fusion approach. Per operative note "...revision laminotomy was done with midas red drill, 1 and 2 kerrisons because of the several epidural fibrosis over the area at the entrance of the transforaminal lumbar interbody fusion, posterior lumbar inter-body fusion area surrounding the nerve roots in this region, which were severely scarred. Next , partial facetectomy was done. This was mixed with matrix and bone morphogenic protein with decortication of lateral pars, medial transverse process, facet complex from l2 to l5 was done with revision at l4-5 for bony fusion from l2 to l5.&#55312;ostoperative diagnosis: 1) failed back syndrome, multi-operated lumbar spine post. 2) pseud arthroses l4-5 and fusion l5-s1. 3) degenerative disk disease, multilevel, l2 to l4. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.